Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device had normal operating current, no unexpected weak battery noted. The device alarmed motor error during basic occlusion test due to loose/flush drive support disk. The device also had minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, she woke up with low blood glucose of 42 mg/dl. She might have eaten too much and was attempting to bolus and the display froze up when she pressed the act button. Customer didn't recall any significant event which may have caused the keypad issues. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis. Troubleshooting for low blood glucose and weak battery wasn't performed due to keypad anomaly.